Manufacturer narrative:
Pump was received with normal operating currents, no unexpected battery out limit or low battery alarm during testing noted. Pump received with intermittent button response due to corroded keypad traces, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and upon changing the battery, the keypad stopped working, customer does not recall any significant events leading to the error. Customer's blood glucose was 313 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.